Event description:
Health professional reported an alleged "leak." Surgeon confirmed alleged leak when the pt went in for an adjustment fill. During this consultation the surgeon tried to remove existing saline from the device but there was less fluid than the notes indicated. A fluoroscopy was performed. Explant surgery has not been scheduled. The reporter will notify allergan upon completion of the explant surgery.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."